Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0231222. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked fluid during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "at 16:49 p.m. On (B)(6) 2020, the closed vein indwser was successfully used and connected to a disposable bag infusion device for infusion treatment. During the infusion, the duty nurse found that there was fluid leakage at the needle head of the closed vein indwser. Treatment process: immediately stop infusion, replace the same batch of new closed intravenous indwelling needles for secondary puncture, and continue infusion treatment."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked fluid during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 16:49 p.m. On (B)(6), 2020, the closed vein indwser was successfully used and connected to a disposable bag infusion device for infusion treatment. During the infusion, the duty nurse found that there was fluid leakage at the needle head of the closed vein indwser. Treatment process: immediately stop infusion, replace the same batch of new closed intravenous indwelling needles for secondary puncture, and continue infusion treatment."